Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and several failed removal attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional details received indicate that during the initial procedure, the optease ivc filter was deployed into the infrarenal inferior vena cava which was complicated by inferior migration of the ivc filter with resultant migration ultimately of the inferior aspect of the filter into the right common iliac vein. Bilateral venograms confirmed patency of both iliac veins and migration of the ivc filter partiality into the right common iliac vein. An 8-french guiding catheter, as well as a loop snare were advanced and used to snare and retrieve the ivc filter without complication. A flush catheter was then advanced into the inferior vena cava and an ivc gram performed, again revealing patency of the ivc and iliac veins. A non-cordis filter was deployed via the right common femoral vein and was successfully deployed into the infrarenal ivc. Final contrast injections showed patency of the ivc and bilateral iliac veins. The following is additional information received per the patient profile form :pain, discomfort, suffering, fear and loss of enjoyment of life. Plaintiff suffered from the filter migrating into her right common iliac vein. The patient continues to suffer from pain and loss of enjoyment of life. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain does not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation of the filter. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal file, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration and several failed removal attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional details received indicate that during the initial procedure, the optease ivc filter was deployed into the infrarenal inferior vena cava which was complicated by inferior migration of the ivc filter with resultant migration ultimately of the inferior aspect of the filter into the right common iliac vein. Bilateral venograms confirmed patency of both iliac veins and migration of the ivc filter partiality into the right common iliac vein. An 8-french guiding catheter, as well as a loop snare were advanced and used to snare and retrieve the ivc filter without complication. A flush catheter was then advanced into the inferior vena cava and an ivc gram performed, again revealing patency of the ivc and iliac veins. A non-cordis filter was deployed via the right common femoral vein and was successfully deployed into the infrarenal ivc. Final contrast injections showed patency of the ivc and bilateral iliac veins. The following is additional information received per the patient profile form ¿the patient include, but are not limited to: pain, discomfort, suffering, fear and loss of enjoyment of life. Plaintiff suffered from the filter migrating into her right common iliac vein. The patient continues to suffer from pain and loss of enjoyment of life.